Event description:
A consumer whose indication for use were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor reported that she experienced a loss of therapy. The implant seemed to be shocking her all the time during the weekend and on the day of report. It seemed not to be working at all. Patient clarified that the implant was not helping with her symptoms. She felt shocking after she had sponge bath and was lying down. She was not taught how to use the patient programmer and so she did not do anything when she felt shocking. It was also reported that she did not feel the shocking any more. It was indicated that therapy was on and she was not feeling stimulation on the day of report. Patient instructed to increase stim from 1.4v to 1.5 and reported feeling stimulation. The patient stated she had an appointment with health care provider on (B)(6) 2016. Two weeks later, patient further reported that the lack of symptom relief had been resolved. They had so much more freedom and relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.